Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices. The patient had undergone multiple unrelated surgeries in the past 2 months and the ipg was not put into surgery mode prior to surgery. Analysis of logs confirmed that the ipg is in an un-bondable state. As a result, surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.